Event description:
New information was received on (B)(6) 2013 which indicated that the vns generator's settings were turned back on. The patient's new settings on (B)(6) 2013 are output current: 1.00 ma, signal frequency: 20 hz, pulse width: 250 microsecond, on time: 30 sec, off time: 5 min, magnet output 1.25 ma, magnet on time: 60 sec, magnet pulse width: 250 microsecond.

Event description:
It was reported that high impedance (>= 10,000 ohms) was again found. It was reported that the patient will likely be moving forward with lead replacement. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns generator showed high impedance. The generator was then turned off and the patient had increase in seizures. The increase in seizures was below pre-vns baseline and the patient was not receiving adequate therapy because of the high impedance. Because of the increase in seizures the physician and the family were considering to turn back on the vns generator. The family could not think of any reason for the high impedance other than the patient having a jerky movement with the arm during seizures. Surgery is planned, but has not occurred to date. The reason the vns was to possibly be turned back on was to try and provide some therapy between now and when the patient has surgery.

Event description:
Additional information was received stating that the vns patient underwent full revision on (B)(6) 2013. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Attempts were made to contact the nurse practitioner for additional information regarding the event but have been unsuccessful to date.